Event description:
It was reported that the procedure was cancelled. A cryohit system was selected for use in a cryoablation procedure. During preparation, the cryohit did not start up. The procedure was cancelled due to this event. Good faith efforts were made, but it is unknown if the patient was sedated at this time. No patient complications were reported.

Manufacturer narrative:
Date of event was estimated using the first day of the month boston scientific became aware of this event. Product code: (B)(4). Initial reporter facility name: national hospital organization kumamoto medical center initial reporter city: kumamoto city, kumamoto prefecture